Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent thorough analysis. The cuff was microscopically, visually and leak tested. The cuff was identified to have folds. The cuff had a pinhole leak from the inner corner of a fold along the lateral edge of the cuff shelter towards the cuff tab. The balloon was visually, functional and leak tested. The balloon was identified to be non-spherical and failed the functional testing with output pressure being below specifications. The pump was visually, functional and leak tested. The pump failed the low flow rate test being below specification. Based on the information available, a conclusion code of caused traced to component failure was assigned to this investigation.

Event description:
An artificial urinary sphincter (aus) device was returned with no information or any product performance allegation information. Analysis of the returned component identified that the cuff, balloon and pump failed functional testing and visual inspection.